Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance trend on the atrial pacing lead was decreasing. Analysis of the device memory indicated the atrial pacing capture threshold was unstable with a rising trend. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedances and oversensing of noise, leading to a polarity switch. The lead was reprogrammed, and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range and indicated an alert for lead impedance out of range. Analysis of the device memory indicated the atrial pacing capture threshold was rising and was unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a syncopal episode, and the ra lead exhibited undefined impedances. The lead was capped and replaced. No further patient complications have been reported as a result of this event.